Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. Aneurysm and vessel morphology were reported to be not very challenging; however, the pt had other complications/co-morbidities not related to the endovascular procedure and was in poor health in general. It was reported that after the stent graft was implanted, the pt experienced paraparesis post-operatively, likely due to the introducer sheaths from another MFR, which were covering the hypogastric arteries during the procedure. The pt later expired on an unk date. No further info has been provided.

Manufacturer narrative:
(B)(4). Eval, results: (paralysis, death). (Other complications/co-morbidities not related to the endovascular procedure). (Introducer sheaths from another MFR). Eval, conclusion: (other complications/co-morbidities not related to the endovascular procedure). (Introducer sheaths from another MFR).